Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they had an MRI of their neck on (B)(6) 2024. They said that during the scan the nerves in the pelvic area felt like they were jumping and the patient felt heating. They were shaking so bad they couldn't turn the device back on. The patient was pulled out of the MRI immediately. Reviewed MRI guidelines and the patient didn't know what type of scanning equipment was used. They patient had met with the manufacturing representative (rep) prior to the scan because their symptoms started occurring again. (B)(6) switched the programming and the symptoms went away. At that time, the rep said everything seems fine with the device.